Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the black screen with no image and the scope communication error e218, the cause was due to a damaged charge coupled device unit and a cut on the charge coupled device cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited a black screen with no image and a scope communication error e218. There was no patient involvement.